Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having ventricular fibrillation (vf) with unsuccessful implantable cardioverter defibrillator (ICD) shocks from, but it was not pump related. The patient presented with vf 3:10pm-6:50pm. They were cardioverted to normal sinus rhythm (nsr) 200j via external direct current (dc) shock. The patient was asymptomatic through the episode. From the log file it appeared that pulsatility index (pi) events occurred after the onset of vf only, thus it was ruled out the vf was not induced by pump setting. Log files were sent for automated analysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues reported or identified through this evaluation. Review of the submitted log files showed the pump functioning as intended. No notable events or alarms associated with the pump were captured. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although no device related issues were reported by the account under this event, chapter 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The asymptomatic ventricular fibrillation was unsustained. The patient had a history of nonsustained ventricular tachycardia prior to lvad placement, with an implantable cardioverter-defibrillator placed prior to lvad implant. The arrhythmia resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.